Event description:
The patient's legal guardian (lg) reported the patient's blood glucose (bg) level read "high" (>500 mg/dl), while wearing the pod between 4 and 24 hours. The lg reported after around 10 to 12 hours of pod wear, the patient's bg level was at 350 mg/dl. When the bg level continued to rise, the lg decided to remove the pod. When removed from the infusion site (arm), the pod's cannula was found to be bent. Additionally, the lg reported there was a red bump found at the infusion site. Treatment information was not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios, omnipod software app version: 1.1.5, smartphone operating system: 18.1, smartphone hardware: iphone15.4, cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.